Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Without a product return, no product evaluation is able to be conducted. Waiting reception of implants. Concerning the broken cage in level c5-c6, a letter will be sent to customer to inform him that we recommend to remove this cage because it cannot keep the entire mechanical characteristic. Patient is doing fine at 1 week post-op. The investigation is underway , more information are requested. Device not received yet.

Event description:
Roi-c: anchor wouldn't deploy + broken cages. It was a two level roi-c implantation at c5-c6 and c6-c7. At c6-7, surgeon want to insert the first anchor plate but it was bent. When he want removed it, the cage (ref mc1434p) broke. He use another cage (ref mc1424p) with second anchoring plate and the same event appears. At the third time, at c6-c7, another implant and other anchoring plate (different lot#) were used, no issue were reported. At c5-c6 level, the anchoring plate was also bent but considered by the surgeon not as bad as the two occurrence at c6-c7. C5-6 level was the first level implanted. After issues at c6-7 surgeon went back to investigate c5-6 and noticed the cracked cage around anterior portion of cage. The reporter does not know when the crack of the cage appeared. The piece was removed and to reinforce construct a 2-level anterior cervical plate was used. The surgeon did not use the starter awl. The surgery was delayed 30-40 min but no information reported regarding surgery. Patient is doing fine at 1 week post-op.

Event description:
Roi-c : anchor wouldn't deploy and broken cage. According to the description provided , it was during a cervical surgery that the surgeon had difficulty impacting the anchoring plate after cage insertion . At c6-7 roi-c implant (14x17x8 mm) was placed. Upon impaction using impactor #1. The top down long anchoring plate bent making it impossible to use impactor #2 and ultimately not able to secure plates into cage. Upon attempts to pull plate out the peek cage cracked and was removed. This happened on the second implant (14x15.5x8 mm) as well. A cage 14x15.5x8 mm was used to replace. Anterior cervical plate (2 levels) 34mm & 6 screws also used to ensure anchoring plates would not anteriorly migrate. There was no patient impact and the surgery was delayed more than 30 min without further complication .

Manufacturer narrative:
The devices were returned to the manufacturer and were examinated . The issue was confirmed . The review of the device history records and traceability of the alleged product shows no evidence on a device issue that may have an impact on this case . The instruments used during this surgery were also returned and examinated by the manufacturer. The instruments were found damaged . Based on the available information , the issue is probably caused by the use of damaged instrument with the implants . As mentioned in the IFU : inspection and trial assembly are recommended prior to surgery to determine if the instruments have been damaged during storage or prior procedures. Indeed inspection of the intsrument prior surgery may have prevent this issue .

Manufacturer narrative:
Additional information received from (B)(4) (distributor) on feb. 16th 2018: starter awl was offered after the first plate bent. (Correction in comparison with the initial medwatch report) the patient is doing well. Patient has a f/u visit within 2 weeks. He asked for a report after the f/u. He does not know if keep correctly anchoring plate, waiting report after the follow up. He does not have additional x-rays besides those already sent. Without a product return, no product evaluation is able to be conducted. Waiting for implants to complete the investigation.